Event description:
A nurse reported following an intraocular lens implant procedure, the patient was not able to adapt with the lens. The lens was exchanged in a secondary procedure. Additional information ahs been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 1 other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received indicated that, in the surgeon's opinion, there was no quality issue with the lens that caused or contributed to the event. No patient harm was reported.

Manufacturer narrative:
Only a portion of the lens was returned in a clear liquid inside a small glass container. The optic was cut into pieces, typical of insertion and removal. The other cut portions of the lens were not returned for evaluation. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that in the surgeon's opinion, there was no quality issue with the lens that caused or contributed to the event. It was indicated that ¿patient unable to neuro adapt to intraocular lens". The multifocal company lens, 20.0 diopter, add power +2.2 & 3.2 lens was exchanged for a non-company monofocal intraocular lens. Due to the exchange of a multifocal lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).